Event description:
A malfunction alarm was reported, with no notable events occurring prior. The impact on the customer's blood glucose level was unknown as the customer declined to answer if levels exceeded 500 mg/dl. Customer technical support provided pump reset information and assisted with resetting the pump. No recurrence of the malfunction code was reported after the reset.